Event description:
In 2008, the patient reported experiencing issues with the adhesive of his infusion sets. He stated that the adhesive does not last for 3 days. He stated that he inserted a new infusion site this morning, and it fell off of his body within a "couple" of hours. He stated that he uses his abdomen as an infusion site and he is very hairy. He stated that he shaves his skin before he inserts the infusion site. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.